Event description:
It was reported that this right atrial (ra) lead exhibited noise, low amplitudes, high pacing thresholds and loss of capture during a routine follow-up. The patient did not experience any asystole. Subsequently, this ra lead was explanted and replaced. Additionally, physical damage was noted on the lead body. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, low amplitudes, high pacing thresholds and loss of capture during a routine follow-up. The patient did not experience any asystole. Subsequently, this ra lead was explanted and replaced. Additionally, physical damage was noted on the lead body. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned ingevity lead was analyzed. Visual inspection of the lead noted the internal insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface, an x-ray was performed that revealed two fractures in the anode conductor coil. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.